Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient tried to find the code on a cadd®-solis ambulatory infusion pump by first listening to the nurses touching the arrow and entering the code. The patient was on morphine for pain. The patient attempted approximately thirty times to find the code with 3 numbers. The code was changed after this issue. No known impact or consequence to patient.